Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok applier associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a loose grip cable at the distal end. Fa identified a cracked clamping pulley on the instrument, which resulted in the loose grip cable. Fa attributed this failure due to improper cleaning during reprocessing. The instrument was placed on an in-house system and the instrument passed the recognition/engagement tests. The grips clip test was performed and failed due to the loose grip cable and the instrument had signs of corrosion/contamination found on the instrument bearings. The grip input disk bearings exhibited orange discoloration, which fa noted was due to improper cleaning/reprocessing techniques. No images or video were submitted for review. A review of the instrument log for the large hem-o-lok applier (pn: 470230-12/ batch-sequence: k10211018 0169) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk5011. The instrument was found to have 82 uses remaining. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, that the large hem-o-lok applier has loose cables on the distal end of the arm. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) made attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.